Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not initiate pumping. The event occurred during testing.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/23/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and a defective dso sensor. The cause of the customer reported problem was the defective dso sensor. The device would not respond to the motor test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, reset the unit to standard configuration, and calibrated the dso. The pump passed all functional tests and performed as intended after repair.